Manufacturer narrative:
The investigation for the reported issue has been completed. Data logs showed "suction" alarms triggered following a motor current spike and low pump flow upon pump activation. The motor current quickly became non-pulsatile after the alarms occurred. Visual inspection of the returned pump revealed the presence of biomaterial on and around the impeller. No other abnormalities were found. Therefore, it was determined that the cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that during advancement of the pigtail, the sheath backed out and significant bleeding occurred. The impella was loaded and placed into the ventricle. The wire was removed, and the device was initiated. Suction alarms were received. It was stated that clot ingestion was the probable cause of this issue. Volume was given and the position was adjusted, however, there was no change to the pump status. The decision was made to replace the impella pump with a new device. The procedural outcome was the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).